Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, an ergonomic error and other errors were observed, including error 32101 on console 2. The technical support engineer (tse) instructed the caller to disconnect console 2 from the system, after which the system completed power-on self-test (post) as a single console system. The procedure was aborted to another da vinci system prior to patient involvement.

Manufacturer narrative:
The field service engineer (fse) replaced the mceb and the armrest motor module to solve the issue. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci products to perform failure analysis. The manipulator controller ergo base (mceb) was analyzed and the complaint was confirmed by failure analysis. A review of lighthouse logs revealed error 32101, confirming that the fault had occurred in the field. Specifically, a high-side switch error 32101 was identified on axis 3 of the armrest. Upon visual inspection, no issues were found that would be related to the reported event. During bench testing, hss error 32101 associated with the armrest motor/brake was successfully reproduced using dv commander. Further examination with dv commander identified a power error on the p48v line supplying the armrest motor/brakes. A digital multimeter (dmm) check revealed no shorts in the armrest hss circuit, and both q101 and q103 mosfets were verified to be functioning correctly. However, the voltage at pin 9 of u14 (p48v_mot_armrst) was measured at 0 v, consistent with field-reported complaints. As a result of these findings, failure analysis was able to conclude that the root cause of the report event was determined to be a u14 chi on the mceb. The armrest motor module was analyzed and the complaint was confirmed by failure analysis. This unit was returned for failure analysis and reported error occurred related to ergonomics. Performed troubleshooting and verified reported while on site. Reviewed error logs and found errors 32101,32139 and 32145. After further investigation isolated issue with armrest motor, replaced armrest motor to address reported issue. Performed a visual inspection and found no problem related to reported issue. Installed o an internal eft system and was unable to replicate reported issue during system testing.